Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The cause of the reported event cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right heart catheterization of an implant procedure, a loop formed on the non-abbott guidewire. The physician was unable to advance the wire to the pulmonary artery because of the loop and the case was aborted. The non-abbott guidewire was used with the delivery system for the procedure. The patient is stable and the procedure was not rescheduled.